Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on her onetouch ultra2 meter compared to both her feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately compared to her feelings at approximately 9-10pm on (B)(6) 2015 although no results were provided for this time. The patient manages her diabetes with insulin (self-adjuster). She reported that also at approximately 9-10pm on (B)(6) 2015, she administered her usual dose of humalog insulin, including sliding scale. She claimed that approximately 5 hours after the start of the alleged issue, she developed symptoms of "shaky [and] no vision". She also claimed that at 2:00am on (B)(6) 2015, she obtained alleged inaccurately high blood glucose results of "218, 172, 207, 183, 203 and 197 mg/dl" on the subject meter, compared to "35 mg/dl" on another onetouch ultra2meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. She reported that also at 2:00am on (B)(6) 2015, she self-administered "glucose tablets/glucose gell" to treat her symptoms. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, she had used an approved sample site and the correct testing technique. The cca also noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high results with the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.